Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not charge the pump battery and the pump shutdown as expected. Reportedly, the customer experienced an elevated blood glucose (bg) in the 500's mg/dl and ketones; however, ketone level was not specified. At the time of the reported event, the customer had not treated the high bg. The customer was hospitalized and treated with an insulin drip, intravenous insulin, and fluids. The customer was released from the hospital on (B)(6) 2020 with the issue resolved and no permanent damage. The pump was charged and customer successfully resumed insulin deliveries.